Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the returned device found whitish foreign material resembling powder mixed with water was found in the air/water tube and air/water cylinder during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain due to damage on the distal end. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the foreign material found in the air/water tube and cylinder, the evaluation findings were as follows: the flexibility adjustment ring had a scratch, the grip had a scratch, the forceps channel had a dent, the suction cylinder had a scratch, the scope cover had a scratch, the switch box had a scratch, the scope connector cover unit had a scratch, the scope connector cover unit case had a scratch, the plug unit had a scratch, due to damage on the channel tube, water tightness was lost, due to a cut on the bending section rubber, insulation resistance value at the distal end did not meet standard value, due to the objective lens being shaved, the image had a partially dark area, due to wear of the angle wire, bending the angle in the "down" direction did not meet standard value, the objective lens had a crack, the light guide lens had a crack, the bending tube was deformed, the connecting tube was snaking, and the coating was peeling from the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a perforation in the distal end. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a whitish foreign material resembling powder mixed with water was found in the air/water tube and air/water cylinder.